Event description:
It was reported that the device was used during a low anterior resection. The surgeon could only partially fire the device. When the device was removed the tissue was cut, but the staples were partially formed. The case was completed with hand suture.